Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in report and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd intravascular administration set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: this is the 3rd reported over infusion. Reporting a magnesium gtt free flow while medication was hooked and up tubing inside the lvp with door shut. The rn was at the bedside and able to manually roller clamp tubing to prevent further free flow. Device has been sequestered.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the flow is not being regulated going through tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using an unspecified bd intravascular administration set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: this is the 3rd reported over infusion. Reporting a magnesium gtt free flow while medication was hooked and up tubing inside the lvp with door shut. The rn was at the bedside and able to manually roller clamp tubing to prevent further free flow. Device has been sequestered.